Manufacturer narrative:
The lead was capped on (B)(6) 2023 due to multiple episodes of noise on the iegm records and impedance now <200 ohm. Update of analysis results: the analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2023 recorded a fluctuating pacing impedance between 300 ohms and 600 ohms with several sharp drops below 250 ohms. Furthermore, a fluctuating shocking impedance between 85 ohms and 100 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv and far-field channel, which led to the reported oversensing as well as ICD charging cycles. Analysis results: as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2022 and (B)(6) 2023 recorded the stable pacing impedance around 500 ohms with a single decrease to <250 ohms in the (B)(6) 2023. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that oversensing and impedance out of range was noted on this lead approx. 91 months after the implantation. The device was reprogrammed and lead currently remains implanted with intention to explant soon. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between november 09, 2022 and may 10, 2023 recorded the stable pacing impedance around 500 ohms with a single decrease to <250 ohms in the end of april 2023. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The lead was capped on (B)(6) 2023 due to multiple episodes of noise on the iegm records and impedance now <200 ohm. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2022 and (B)(6) 2023 recorded the stable pacing impedance around 500 ohms with a single decrease to <250 ohms in the end of (B)(6) 2023. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.